Manufacturer narrative:
The additional information was received on 29-may-2023. The section with the issue was a hemostatic valve issue. The hemostatic valve had a leakage issue. The hemostatic valve did not dislodge inside the hub and did not dislodge outside the hub. The brim cap / hub did not become detached from the sheath. No picture available. No patient consequence occurred. The bwi product analysis lab received the device for evaluation on 31-may-2023. The device evaluation was completed on 07-jun-2023. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and issues occurred of a hemostatic valve separation and air flowed back into the side port. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage, air or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and issues occurred of a hemostatic valve separation and air flowed back into the side port. Hemostatic valve failure. Timing was two hours after the start of the procedure, when to perform a cavotricuspid ishmus (cti) ablation after pulmonary vein isolation (pvi). Once the lasso catheter was inserted into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, but then when the smarttouch surround flow catheter was inserted to perform ablation of the cti and negative pressure was applied, air was drawn into the sheath. The sheath replacement was recommended, but the physician refused to do the replacement because it was more work, so the hemostatic valve was soaked in saline solution to prevent air entering and cti was performed. Cti ablation was completed in 5minutes. The sheath was removed and the procedure was completed. No evidence of air flown into the heart. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was not broken. Additional information was received. No picture available. No air entering was found. No patient consequence occurred. No blood return was observed. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for both a hemostatic valve separation issue and air flowed back into the side port issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).